Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history identified 4 complaints for the reported issue for this lot. Tested 5x returned devices with negative standard from case 00413406. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: cnd w/ returns. Source: email.

Event description:
Reported 8 false positive sars results. Unknown if the result was confirmed. Confirmation method(s) not provided. This is report 2 of 8.